Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with a blood glucose of 330 mg/dl and a device alert for occlusion; inspection identified the luer connector on the cartridge not fully seated, after which reconnection was performed and subsequent guidance to change the infusion set was provided. Symptoms included hyperglycemia without ketone testing, without need for assistance, and without clinical sequelae such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included prolonged elevated glucose above 180 mg/dl for approximately 11 hours with resolution to 110 mg/dl after troubleshooting, and no medical intervention or hospitalization. Investigation included user interview, review of device alerts, and troubleshooting education focused on infusion set and luer connection. Investigation of this case revealed an insulin delivery interruption due to an occlusion condition associated with the infusion set and luer connection interface, consistent with an infusion set occlusion. It was concluded, based on previously established findings for similar reports, that the cause was user-related connection issue leading to infusion set occlusion.